Manufacturer narrative:
Neither the device nor additional information is available at this time.

Event description:
The patient contacted stryker and claimed that he had to have a revision surgery performed due to a broken patella. Surgery was performed in 2002. Revised in 2006.